Event description:
It was reported that during a routine device replacement the physician felt the lead fracture when attempting to place the pin of the pace/sense portion of the existing right ventricular (rv) lead into the new device. Fracture was confirmed by fluoroscopy and lead impedance was high. Two attempts were made to insert a new replacement lead but the physician was unable to advance the lead through the superior vena cava (svc) into the heart. The physician stated that he believed he had caused a small pneumothorax as a result of a venipuncture and did not want to implant a new system on the right side at the time due to the possibility of hitting the lung on that side as well. The new device and attempted leads were explanted and the existing leads were capped. A new system was subsequently implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; product ID 4068-45 implantable pacing lead (ipl), implanted: (B)(6) 2000. (B)(4).